Manufacturer narrative:
After further review, section d4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the body shaft of the 5f 100 cm tempo pigtail angiography catheter was found "fractured" before clinical use, when the package was opened, affecting its use. The device was not used in the patient. Another tempo catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. The device was not prepped after the damage was found. Neither the product nor any of the other devices used with it had been re-sterilized. The product will not be returned. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.

Manufacturer narrative:
As reported, the body shaft of the 5f 100 cm tempo pigtail angiography catheter was found "fractured" before clinical use, when the package was opened, affecting its use. The device was not used in the patient. Another tempo catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package or difficulty removing the device from the sterile packaging. The device was not prepped after the damage was found. Neither the product nor any of the other devices used with it had been re-sterilized. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-cracked¿ could not be confirmed. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.